Event description:
According to the reporter, when checking the opening and closing of the reload for resection during a laparoscopic distal gastrectomy, the device had no response even when the downward button of the shell was pressed down. Another surgeon and nurse tried to perform the same but the device did not respond still. It was stated that sometimes, the device could close but almost as if it would not close. The same operation was performed again after replacing the shell but still got the same issue. The handle and shell were replaced and was used without an issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one of the switches that are responsible for jaw movement had failed. It was reported that the button was broken. The reported issue was confirmed. The most likely cause was linked to device but unable to trace more specifically. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d10, g1, g3, h3, h6 d10 continuation: unknown endo gia sulu(lot#unknown); sig power sigadaptstnd linear adapter(sn#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the switch board screws disengaged from the front handle housing. Functionally, the handle was placed on a charger running v16 software, initialized after being removed from the charger, and had 291 of 300 procedures remaining. A clamshell (lot: n1e0901y) and adapter (sn: (B)(6) were attached and calibrated. All four rotation buttons functioned properly. Both green safety keys were functional and illuminated properly. The device could not be fired on the a1 test fixture because the close key would not work. A loading unit was attached and calibrated, and articulated without difficulty. The handle was green key reset. The system logs were downloaded via mcp (master control panel). It was reported that the button was broken. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The cause of the condition of the close key not being actuated when a clamshell is connected is due to the bottom screws holding the switch board being disengaged from the front handle housing. The cause of the screws being loose in the handle could not be established. The open key would still maintain functionality and would allow for open and retraction of the device. This condition may result in the handle to be unable to enter firing mode pre-operatively identi fied in pha r0033522 h-40a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when checking the opening and closing of the reload for resection during a laparoscopic distal gastrectomy, the device had no response even when the downward button of the shell was pressed down. Another surgeon and nurse tried to perform the same but the device did not respond still. It was stated that sometimes, the device could close but almost as if it would not close. The same operation was performed again after replacing the shell but still got the same issue. The handle and shell were replaced and was used without an issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the close key was able to be actuated when the handle was not assembled.